Manufacturer narrative:
No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window cracked case near display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.